Event description:
A user improperly engaged the latches responsible for securing the cover to the linac causing the cover to become loose and to unexpectedly drop off onto the xchange table during quality assurance testing. There was no pt involved.

Manufacturer narrative:
Issue was previously identified and subject of correction report# (B)(4).